Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was experiencing low blood glucose at night. Blood glucose was 42 mg/dl. The drive support cap appears to be normal. Customer was disconnected during rewind or prime sequence set change. Programming was correct. Reservoir was showing the same amount as displayed on the insulin pump. Device was not exposed to an MRI. Customer was advised to monitor the device and states she was afraid she might have accidently pushed buttons at night. Blood glucose of 43 mg/dl was also captured. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.